Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. A software investigation was initiated but it was noted that the issue was caused when the site did not use correct registration methods. The software is functioning as designed. UDI not available for this system at time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the device was used to operate on t3-t11. 14 pedicle screws (ps) were set with the use of navigation. The site reported that the pedicle screws were placed in t2-t10. X-ray was used for confirmation of screw placement. After that 2 screws were added to t11, and screws in the t2 were removed. Then the procedure was completed. There was a reported delay of ten minutes, and no impact to patient outcome.